Event description:
It was reported that the rac 4a with tram module and mount arm disengaged from the vertical wall mount and fell while a nurse was raising the bed. The mounts were located directly over patient's bed due to bed area and available wall space logistics. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.